Event description:
The user facility reported that the distal tip of the angio-seal sheath was not expanded and was not used on the patient because it was damaged when the locator was inserted. This issue involves three devices. The procedure was a cardiac catheterization, and the devices did not enter the body. There is no direct allegation that the reported devices caused or contributed to patient injury or the need for medical intervention. Additional information was received on 22 aug 2024: all the devices were used on the same patient. The team replaced the damaged sheath with new ones until one could be used as intended. There was no blood loss since the devices were never used on the patient, and the patient's condition remained stable throughout.

Manufacturer narrative:
E3: occupation: inventory specialist. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was unpackaged, and all components were present within the packaging. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed as a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report pertains to the first device reported. For information on the second and third devices, please refer to section h10 for the corresponding mdrs.